Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about a week ago the patient started having severe pain where the ins is. Their primary doctor at the va wants them to get hold of their doctor for their ins. The patient was redirected to their healthcare provider to further address the issue. Patient services provided ins doctor information. There were no device issues alleged or identified. On 2024-07-10, additional information was received from a healthcare provider (hcp) reporting MRI guidelines for abandoned leads in patient. Caller only had information related to the time frame of when the ins was removed which was in 2021 sometime between feb and oct. Pt was seen in oct for MRI and ins was not present. Caller doesn't know reason for removal. Caller provided physician assistant,